Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the anchor was not come out (there was only big large noise) from the device when the surgeon tried to implant the anchor during acl reconstruction surgery (date of the surgery was unknown). The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. Additional event information received on 10/19/2018. UDI corrected and updated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the anchor was not come out (there was only big large noise) from the device when the surgeon tried to implant the anchor during acl reconstruction surgery (date of the surgery was unknown). The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and inspected. It was observed that the first implant was cut off and the second implant was inside the device. It was also observed that the trigger was loose, in that there was no tension on the handle from the spring. Therefore, it appears that the internal mechanism of the handle has been broken and disconnected from the firing spring. It is possible that the user did not insert the needle far enough into the tissue which would therefore cause the implant to not be deployed as intended. When the user attempted to fire the implant against the tissue, excessive force could have caused stress on the handle thus causing the handle mechanism to break. This complaint can be confirmed. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was performed for this part (228150), lot(l705466) combination and no non-conformance's were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).